Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a question about their bladder stimulator. The patient reported that they didn't know what the ¿problem¿ was with the device, but the device they currently had was not working. The patient wanted to know why it wasn't working. It was reviewed that there was no way to confirm the status of the ins over the phone to explain what the issue was, the patient understood. Assistance was offered with using the programmer to check therapy status, but the patient declined. The patient stated that they may take the current system out. The patient reported that the current device not working had to be ¿earlier this year.¿ no patient symptoms were reported. No further complications were reported.